Manufacturer narrative:
Made several attempts to exctract information from the dentist. Will update report once additional information has been provided.

Event description:
It was reported that the implant failed.